Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 120-160mg/dl fasting. Verified the strips expired 7/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 93mg/dl and 97mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concern with all 3 results that she receive since she started to use the meter. Customer states yesterday the meter gave 30 points lower when compared to her freestyle meter.